Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of lymphadenopathy, seroma-late, lymphoma-alcl-suspected are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy, seroma-late, lymphoma-alcl-suspected.

Event description:
Patient's representative reported left side suspected "bia alcl". Histopathological markers are not reported. "Fluid under the breast cavity," "swollen lymph nodes," and "pain down the left hand side." Also reported "cannot lift...left arm up," and "no longer able to exercise." Device remains implanted.